Manufacturer narrative:
Date of event was not specified; therefore the event date was estimated as (B)(6) 2018. (B)(4). Approximate age of device ¿ 10 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a gastrointestinal bleed. Additional information was requested, but was not provided.